Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings:a review of the black box showed call service 087 alarms had occurred. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The pump cover was removed and there was no intermittent condition found to the pcb. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted multiple call service 87 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.